Event description:
Had total right knee replacement and still have continuous pain and inability to walk well. The knee replacement used was johnson and johnson's depuy knee. In (B)(6) 2010, I had arthroscopic surgery to remove tissue surrounding the rotation platform in my knee and that only increased my pain and lack of functionability.